Manufacturer narrative:
The insulin pump had motor error during the rewind due to motor leaking oil and contaminating the motor home switch. Analysis was unable to verify motor position encoder error alarm due to motor error alarms. Analysis was unable to perform motor test due to motor anomaly. The insulin pump was received with cracked case at display window corners, end cap and battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.